Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported there was no pt involvement.

Manufacturer narrative:
Pr# (B)(4).

Manufacturer narrative:
Conclusion / root cause: physical damaged resulted in the mc j2 ribbon cable lifted from the connector pins and created the error codes 1007, 1107, 1106, 100a, 111c, 110f, 110e and 1006. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported there was no patient involvement.